Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative switched from old trackers to new trackers the day of the event and accuracy was improved. No files have been returned to manufacturer for further evaluation. Medtronic representative requested to observe a subsequent procedure to follow-up. No further issues have been reported. No parts/files returned to manufacturer.

Event description:
A medtronic representative reported when on-site to perform a preventative maintenance on the navigation system, the staff indicated thought they were 'somewhat' inaccurate at times. No information was available about specific instances. The medtronic representative upgraded the system from 2.2.1 to 2.2.2 and tested registration and accuracy with a resin head. With passed tracer, the center of a fiducial showed on the outer rim. As this test was done using old patient and instrument trackers it was determined best to re-test using new equipment. There was no patient present.